Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced low blood glucose. Customer stated some of the cannulas seemed to be bent and caused her to go high. Her blood glucose was 250mg/dl. Customer stated she will bolus for the high blood glucose and increase a temp basal and that was not bringing the readings down. Customer declined high blood glucose troubleshooting. In addition, the customer had low blood glucose; overnight it dropped down to 50mg/dl; which she treated with swedish fish and peanut butter. Customer declined troubleshooting.